Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter at 8:11 a.m. Was 2.7 inr. The result from the laboratory at 11:30 a.m. Was 1.85 inr. The customer reported the result of 2.7 inr to her doctor and her coumadin dose was held for 2 days. The customer resumed her normal coumadin dose afterwards. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred due to the device. The customer is feeling ok. The customer does not take multi-vitamins. The customer is anemic; she doesn't know her hematocrit. The customer does not have anti-phospholipid antibodies, is not on heparin or other direct thrombin inhibitors. The customer has not had any changes in diet. The meter and test strips were requested for investigation. The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.